Event description:
Following surgical procedure that lasted approx. 13 hrs, pt noted to have blisters on right ankle. Angle was in close proximity to warming unit hose. Area treated as a burn with silvadene and dressing changes. Treatment continued at home with polysporin and twice per day dressing changes.